Event description:
It was reported that the tunneling tool with double port broke during the implant when pulling the extension back. The extension was deformed. There was no patient injury. A new extension was used to complete the implant.

Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.